Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 4.x indicating that the cassette dropped. The device was in clinical use and there was no harm to patient or user. The field service engineer (fse) performed an analysis and concluded that the detector had been dropped, which caused the image quality issues. Shocks had been registered in the shock log. Gain and pixel calibrations were performed; however, the detector remains non-operational and requires replacement. A replacement quotation was sent to the customer. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (user error).

Event description:
It was reported that the dropped cassette, image quality problem. The device was in clinical use and there was no patient or user harm.